Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch with an allegation that a device seal was disintegrating due to routine cleaning. The device was pulled out of service. Additional filters can be added to the bipap but this increased the discomfort of patients so the units have been pulled. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.